Event description:
Journal reference: bonouvrie la, van schie pem, becher jg, van ouwerkerk wjr, vermeulen rj. Satisfaction with intrathecal baclofen treatment in paediatric patients with progressive neurological disease. Dev med child neurol. 2008;50(8): 636-638. We retrospectively studied the overall satisfaction of caregivers with itb treatment in a group of children and adolescents from our centre with progressive neurological disorders causing spasticity. For this purpose, we selected six patients from a total cohort of nine paediatric patients with itb treatment. We analyzed whether the treatment effects met the expectations of caregivers and how they would score the level of overall satisfaction. Reportable event: male pt, implant with an implant duration of 6.8 years, was being treated for spinocerebellar degeneration. He had a pump replacement after five years. He experienced csf leak and back pain during the trial. Side effects reported included abdominal discomfort and increase drooling. Starting dose of 75mcg/d and 155mcg/d at fu. See mfg report 2182207-2008-0504.

Manufacturer narrative:
See scanned pages.